Event description:
It was reported the balloon was left in the tray to prep and zero. The iab was not removed from the tray until the moment of insertion. The physician had difficulty advancing the iab completely through the sheath. As a result, the iab and sheath were removed with difficulty and a new iab was obtained and used without further difficulty.

Manufacturer narrative:
F/u report will be filed when eval is complete.